Event description:
Event description boston scientific received information that immediately following the implant of this cardiac resynchronization therapy defibrillator (crt-d), a chest x-ray showed a pneumothorax which required insertion of a chest tube and prolongation of hospital admission.